Manufacturer narrative:
Preliminary analysis showed that the reported ventricular pause could be related to external noise oversensing.

Event description:
Ventricular pause was reportedly observed on ECG during implantation procedure.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Ventricular pause was reportedly observed on ECG during implantation procedure.

Manufacturer narrative:
(B)(4).

Event description:
Ventricular pause was reportedly observed on ECG during implantation procedure.